Event description:
It was reported that upon shift check, the unit showed "battery faulty" message on the display. Battery did not pass on the external chargers. Customer has records of monthly test cycles and the batteries are less than a year old. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery faulty" could not be verified because the battery was not returned for investigation. In order to get the battery back, zoll contacted the customer a total of 8 times. Five times via email, (february 13, march 30, may 2, may 24, june 29). Furthermore, two attempts by zoll rep, and a final attempt by zoll (B)(4) were made, but to no avail. Customer's last response was that they were not able to locate the batteries. A supplemental report will be filed if the batteries are returned. No adverse event reported.